Manufacturer narrative:
(B)(4).

Event description:
It was reported the female patient was brought into the e.r. As a motor vehicle accident victim with a ruptured spleen. A 6fr psi ak-09601 was placed with a 5fr pacing wire. This was a right side failure and the patient was bleeding out. There was no blood seen in the contamination shield. The physician feels that the sheath did jot seal sufficiently and the patient received an air embolism which resulted in her being intubated. She was initially reported as critical, however, the patient is reported to be recovering and is stable. They do not know if this caused a delay in treatment and there was no patient death reported. Tis was being used with sa-09847/lot 23f13h0577.